Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of lioresal at an unknown dosage via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported that the patient was experiencing a return of symptoms. The patient reported that they suddenly had a return of spasticity and that their upper and lower body was very stiff. No out box failures or medical/therapy problems associated with small parts was reported. The patient reported no falls or trauma. The patient reported that the pump was not alarming. No further complications were reported. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. The patient experienced a loss of therapy and increased spasms. The environmental, external, or patient factors that may have led or contributed to the issue was stated as the patient "turned a funny way" after which he began to notice the loss of the therapy. Earlier in the week as of the time of the report, the patient noted to be having increased spasms in his legs. Upon presenting to the hospital, the hcp ordered a dye study on (B)(6) 2017, which showed the catheter had lost patency/occluded in its course. The catheter would be removed and replaced on (B)(6) 2017. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient was receiving 2000 mcg/ml lioresal at a dose of 215 mcg/day. The patient's weight and medical history were asked, but unknown. There were no further complications reported or anticipated.